Event description:
The t4 multi station battery charger was sent for eval due to overheating in the equipment room. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the power entry board is melted. The damaged power board was replaced.